Manufacturer narrative:
(B)(4). This lot was manufactured from march 5, 2015 ¿ march 6, 2015. The device was received for evaluation. During visual inspection the reservoir was observed to be ruptured. Microscopic inspection showed a marking on the exterior surface of the reservoir near the line of rupture. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor burst during filling. The device was being filled with 50 ml of fluorouracil. There was no patient involvement. No additional information is available.